Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI) - a UDI is not being reported because the part and lot numbers were not provided. Estimated date of implant. The device was not returned for evaluation. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effect of stenosis is listed in supera instructions for use as known patient effect associated with the use of the device. Based on the case information the reported poor wall apposition and subsequent patient effects appear to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required. .

Event description:
It was reported that the procedure was to treat a popliteal to superficial femoral artery. In (B)(6) 2016, pre-dilatation was performed; however, there was insufficient pre-dilatation and there was residual stenosis both proximally and distally. An unknown size supera stent was implanted but full expansion of the stent was not possible due to the residual stenosis. The patient's foot healing was achieved as the supera kept the vessel open for 10 months. On (B)(6) 2017, the patient returned and in-stent restenosis was observed which was treated with a drug covered balloon catheter. It is unknown what the final results were. Overall goal was achieved by wound healing. There was no clinically significant delay in the procedure. No additional information was provided.